Event description:
It was reported that (2) tcr75 were used during a sigmoid colectomy procedure. It was reported by the rep that the scrub nurse noticed that after removing the stapler retaining caps from the cartridges the staple had a tendency to fall out. This happened twice. The case was finished without incident with additional cartridges. There was an extended or time by five minutes.